Manufacturer narrative:
A service evaluation was not performed since site declined evaluation. It is unknown whether patient followed proper post care per labeling. Per labeling, nodules are an expected side effect and typically resolves on its own. Though the patient experienced an expected transient side effect from a sculpsure laser treatment, this event is reportable because the patient received medical intervention post treatment to resolve the nodule.

Event description:
It was reported that the patient experienced a nodule following a laser treatment using sculpsure.